Event description:
A healthcare facility in the united kingdom reported that the tubing of an opt944 optiflow + adult nasal cannula had detached from the 3-way connector while a patient was being rolled for self-care in bed by the nursing staff. An immediate replacement with a 15l non-rebreather mask was used. The healthcare facility also stated that the patient desaturated for a very short duration. The subject optiflow cannula was then replaced. The healthcare facility further reported that it is possible the tubing became caught in the bed as the bed was moved and the patient was being rolled. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel healthcare (f&p) mr850 and 950 humidification system devices. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula from being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to f&p for evaluation. Our investigation is based on the information and photograph provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt944 optiflow + adult nasal cannula was detached from the 3-way connector. It was also observed that the tubing was slightly stretched at the connector end. In addition, the healthcare facility reported that the patient desaturated for a very short duration and the subject optiflow cannula was then replaced. No further patient consequences were reported. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt944 optiflow + adult nasal cannula. It was reported by the healthcare facility that the tubing clip of the opt944 optiflow + adult nasal cannula (attaches to the patient's clothing/bedding to support the weight of the circuit) was not used, and during rolling of the patient for self-care in bed they noticed the tubing had detached from the 3-way connector. Based on our knowledge of the product, evidence of stretching on the photograph, and the information provided by the healthcare facility, it is possible the tubing became caught between the patient and the bed during the roll, subjecting the tube to excessive force. Manufacturing controls include inspections during production for visual defects to the optiflow + tubing and the swivel, including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The optiflow + tubing is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: "do not crush or stretch tube, to prevent loss of therapy." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A healthcare facility in (B)(4) reported that the tubing of an opt944 optiflow + adult nasal cannula had detached from the 3-way connector while a patient was being rolled for self-care in bed by the nursing staff. An immediate replacement with a 15l non-rebreather mask was used. The healthcare facility also stated that the patient desaturated for a very short duration. The subject optiflow cannula was then replaced. The healthcare facility further reported that it is possible the tubing became caught in the bed as the bed was moved and the patient was being rolled. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices. Nhf therapy and the airvo 2 device are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times.